Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor was flickering excessively. There was not an error or warning message shown. Technical services (ts) had the medtronic representative (rep) who called in try another interconnect cable, but it did not resolve the issue. The site was planning on swapping this system out for another system for their case that day. However, the rep stated that he unplugged the system, let it go to battery power, and then plugged the system into a different plug. The flickering then eventually stopped, so the site was able to use it for their case. There was no patient present when this issue was observed.